Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ micro pen needles were unable to deliver insulin. The following information was provided by the initial reporter: wife of consumer reported finding from 3 different boxes - without lot numbers, the needle clogs during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned a total of 22 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were provided for lot identification. The pen needles were visually inspected prior to testing. 10 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. Additionally, 12 were broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A device history review could not be completed as no batch number was provided. Based on the samples received, embecta found that 10 pen needles had become bent and 12 had been broken on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending and breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ micro pen needles were unable to deliver insulin. The following information was provided by the initial reporter: wife of consumer reported finding from 3 different boxes - without lot numbers, the needle clogs during injection.